Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device(mt20649-blu/(B)(4)), used with the complaint transmitter device, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. However, a definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. The device is not indicated for use in pregnant patients. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.